Manufacturer narrative:
Eval summary: one 6cb45 device was returned in good visual condition and loaded with a 1/10 partially fired 6r45b cartridge that was noted to have the lockout tab damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed, if re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device, caution: the firing stroke must be completed. Do not partially fire the device." When tested for functionality with a test cartridge, the device only achieved a partial fire. The device was disassembled to verify the condition of the internal components and three firing trigger teeth were damaged.

Event description:
It was reported that during a lobectomy, the device locked out at second firing. Another device was used to complete the case. There was no adverse consequence to the pt.